Event description:
It was reported that the patient experienced discomfort and soreness at implantable pulse generator site. Patient denies any traumas or falls. On (B)(6) 2021 the ipg was repositioned slightly, laterally moved. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of event: date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.